Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The field reported event of error 5 was not reproducible during analysis but was confirmed through review of log files. It was noted that the unit passed the barometric pressure tests. The error 5 issue can be attributable to an issue with the compact flash having been programmed to the wrong speed. The cardiomems cc-002002 compact flash evaluation was performed and found that the compact flash had been configured correctly, at a speed of x66. Root cause of the reported complaint is attributable to intermittent issues with the compact flash.